Manufacturer narrative:
Evaluation method: device was not returned. Additional manufacturer narrative: the device is not returned for evaluation. The device history record review is in progress. Based on the tee report, calcification was noted. At this time, root cause for the source of calcification is unknown. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no non conformance was found related to the event.

Event description:
It was reported that a 6900p27mm was explanted after approximately 8 years of implant duration due to mitral thrombosis. The operative report states that the echo has evidence of mitral prosthetic valve stenosis. Per tee report on (B)(6) 2011, there was moderate thickening of the mitral valve. There was moderate calcification. It exhibited stenosis. The patient also had a 280021mm explanted (hvt008700) on the same date of procedure. It was reported that the patient is positive for hepatitis c; therefore the valve will not be returned for evaluation.